Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection at 12x magnification showed that the lens was contaminated, dust particles were present. This was expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. One of the haptics was damaged. Due to this damage the tip of the haptic was slightly rotated. The haptic was distorted. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. With respect to the complaint type, dimensional aspects could be considered. The lens was within dimensional specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after a model zma00 intraocular lens, was implanted, the lens would not position in the eye correctly. The capsular bag tore. A vitrectomy or incision enlargement was conducted however it is not clear if one or the other or both were required. The response to the question, if there was an incision enlargement or vitrectomy was just yes. A lens from another manufacturer was used as a replacement. Patient was stable when discharged. No further information was provided.